Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Questionable results were received for two out of three samples from one pregnant patient when the samples were sent for comparison testing. The three samples were initially tested on polymedco stat hcg qualitative assay and were all positive. The samples were then sent for quantitation testing. Sample 1: 10/01/2014: <1 miu/ml. Sample 2: (B)(6) 2014: <1 miu/ml. Sample 3: (B)(6) 2014: 12000 miu/ml. The results of <1 miu/ml were reported outside the laboratory. The original results were believed to be correct. There was no adverse event. The reagent lot number and expiration date were requested, but were not provided. The customer refused a service visit and has declined requests to provide further information. The customer stated everything validated on site.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.